Event description:
The physician reports performing cataract surgery with attempted implantation of the akreos (B)(4) intraocular lens. After insertion of the lens, the physician attempted to remove all of the viscoelastic. During this procedure rupturing of the posterior capsule occurred. The incision was enlarged, and the lens removed. The back-up lens was then implanted successfully.

Manufacturer narrative:
The lens was returned for eval. Visual eval of the returned lens identified one haptic was torn off and stuck to the optic. The optic was torn nearly to the center. There was no obvious scratch identified on the lens. Functional testing could not be performed due to the condition of the lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. In the physician's opinion, the likely cause of the event is due to surgical technique.